Event description:
The customer stated, that she was hospitalized for hypoglycemia and the blood glucose reading was 40 mg/dl. The customer stated, that she went to bed with a blood glucose reading of 170 mg/dl prior to the event and she did not remember taking any boluses prior to going to bed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the lead-screw test. In addition, the customer stated, that she was taking a steroid called pregnazone at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.